Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was returning that the ball bearings on handle are not functioning. Needs to be replaced. No surgical delay.